Manufacturer narrative:
The customer¿s reported problem was confirmed.

Event description:
It was reported that the device would not turn on and no ac light when power cord plugged in. No patient involvement was reported.

Manufacturer narrative:
The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/30/2017 to the present date 10/20/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device would not turn on and no ac light when power cord plugged in. No patient involvement was reported.